Event description:
The customer contacted baxter's technical service center to report a low drain volume(ldv) while on the home choice (hc) device during drain 1 of 5. The drain volume (dv) was 128; initial drain alarm (ida) was 5. The registered nurse (rn) stated that there was a lot of air in the patient line. The home patient (hp) was disconnected and they hooked him backup. The baxter technical service representative (tsr) was unable to clear the alarms. The tsr assisted with end therapy and documented that they will start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample availability is unknown. The sample lot number is known, therefore a batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint is for a report of a low drain volume alarm. The sample was not available for investigation. Complaint is confirmed because patient reported air in the patient line during I-drain, which is a known cause of the low drain volume alarm. Source and cause of air in the line is unknown. This issue is being investigated through CAPA.